Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR per prior agreement between the surgeon and stryker. Additional info pertaining to the device referenced in this report (including x-rays and medial records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that device was removed and revised with trident tritanium acetabular shell, screw fixation and biolox ceramic head. Revision due to aseptic loosening of the acetabular shell. Revision of tha uncomplicated to date.